Event description:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. Approximately five days after the index procedure, the patient experienced a right groin pseudoaneurysm status post intra-aortic balloon pump. Approximately seven days after the index procedure, the patient experienced a large retroperitoneal hematoma. The target lesion was located in the proximal right coronary artery (rca). The lesion was described as de novo, thrombosed, 100% stenosed, 30mm in length with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. Pre-procedure timi flow was 0. The lesion was pre-dilated with a non-cordis balloon and a 3.5x33 cypher rx stent was successfully implanted. The stent was post-dilated and residual stenosis was 0%. Post-procedure timi flow was 3. Five days after the index procedure, the patient experienced right groin pseudoaneurysm with thrombin injection status post intra-aortic balloon pump. Seven days after the index procedure, the patient experienced a large retroperitoneal hematoma that was treated with blood transfusions. Treatment for the pseudoaneurysm included a thrombin injection. Both events resolved with sequelae. The patient was discharged approximately two weeks after the index procedure. According to the investigator, the events were related to the index procedure and not related to cordis product. The sheath was a 6fr cordis sheath, the patient received 7 units of packed red blood cells. The patient was compliant with plavix without interruptions. The 6 f sheath was changed out for the iabp in the right groin at the end of this case. The patient experienced low grade fevers following the bleeding and that they were related to the re-absorption of the retroperitoneal hematoma.

Manufacturer narrative:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. This is a (B)(6) female with medical history including angina, hyperlipidemia, hypertension, renal insufficiency, and hypothyroidism. The target lesion was located in the proximal right coronary artery (rca). The lesion was described as de novo, thrombosed, 100% stenosed, 30mm in length with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. Pre-procedure timi flow was 0. The lesion was pre-dilated with a non-cordis balloon and a 3.5x33 cypher rx stent was successfully implanted. The stent was post-dilated and residual stenosis was 0%. Post-procedure timi flow was 3. Pre-procedure, on (B)(6) 2010 at 14:06, the ck was 53 (nl 234, ratio <1), the ckmb was 1.7 (nl6.0 ratio <1), and the troponin was 0.03 (nl 0.50, ratio <1). Post-procedure, on (B)(6) 2010 at 17:17, the ck was 525 (nl 234, ratio 2.29), the ckmb was 71.8 (nl 6.0, ratio 11.97), and the troponin was 11.31 (nl 0.04, ratio 282.75). On (B)(6) 2010 at 01:10, the ck was 864 (ratio 3.69), the ckmb was 117 (ratio 19.5), and the troponin was 38.59 (ratio 964.75). On (B)(6) 2010 at 09:02, the ck was 740 (ratio 3.16), the ckmb was 88.1 (ratio 14.68), and the troponin was 30.57 (ratio 764.25). On (B)(6) 2010 at 12:00, the ck was 657 (ratio 2.81), the ckmb was 65.2 (ratio 10.87), and the troponin was 23.68 (ratio 47.36). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. Five days after the index procedure the patient experienced right groin pseudoaneurysm with thrombin injection status post intra-aortic balloon pump. Seven days after the index procedure, the patient experienced a large retroperitoneal hematoma that was treated with blood transfusions. Treatment for the pseudoaneurysm included a thrombin injection. Both events resolved with sequelae. The patient was discharged approximately two weeks after the index procedure. According to the investigator, the bleeding events were related to the index procedure and not related to cordis product and they have been captured as non-complaints for the cypher stent. The sheath was a 6fr cordis sheath, the patient received 7 units of packed red blood cells. The patient was compliant with plavix without interruptions. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15091555 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.